Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the midpoint. A piece approximately 0.093" x 0.444" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the harmonic ace (ha) tip came off. The ha instrument was not used on the patient. The customer used a backup ha instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. The issue occurred prior to ports placement and during preparation. Therefore, no patient was involved.